Event description:
It was reported that this recently implanted system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead have triggered high, out of range pacing impedance alerts a couple of times. Boston scientific technical services recommended reprogramming the upper limit alert threshold and continue monitoring the system. The crt-d and the lv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this recently implanted system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead have triggered high, out of range pacing impedance alerts at a couple of moments. Boston scientific technical services recommended reprogramming the upper limit alert threshold and continue monitoring the system. The crt-d and the lv lead remain in service at this time. No adverse patient effects were reported. Several weeks later, it was reported that the left ventricular (lv) lead channel showed loss of capture (loc). The right ventricular signal came through and the lv electrogram was observed late in the noise window. The caller was educated on various programming options, it was suggested to evaluate the patient with an x ray and a follow up. The lv lead and the crt-d remain in service. No adverse patient effects were reported.